Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm).

Event description:
On 09/29/2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that stated that the patient had a blood glucose (bg) of 340mg/dl with extreme drowsiness and extreme polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Troubleshooting was completed and all settings are correct. Troubleshooting also indicated that the patient did not respond to an alarm in a timely manner. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.